Event description:
The device was returned to the service center with a report from the customer contact that during preventive maintenance testing at the user facility, while operating on battery power the customer contact reported that during preventative maintenance testing at the user facility, while operating on battery power, the device display went blank when tipped. This does not indicate a reportable malfunction. However, during verification testing at the service center the device intermittently powered off by itself.

Manufacturer narrative:
Testing and investigation found that while on battery power, the device powered off by itself, a power loss was displayed with a short chirping tone. This was found to be due to intermittent contact between the disposable batteries and the positive battery contact on the middle printed circuit board. The probable cause was due to the assembly of the battery cap onto the spring and also the assembly of the middle printed circuit board with the battery cap into the device extruded case. This report represents all the info known by the reporter upon query by hospira personnel.